Event description:
Pentax medical was made aware of a complaint that occurred in the operating room during use in the united states. The reported complaint that "the dec [distal end cap] disposable cap became dislodged during procedure. The cap was located and found within the patients mouth.", involving pentax medical sterile distal end cap accessory, model oe-a63, lot number 0011089. The sterile single use distal cap was used with pentax medical video duodenoscope model ed34-i10t2, unknown serial number. The procedure required medical intervention to remove the dislodged distal end cap from the patient. Based on a follow up with the pentax sales rep on 21-aug-2020 via phone, he informed me that the event date was several months prior to his (B)(6) 2020 awareness. The user facility does not know the specific case, the endoscope serial number used in the case, event date, patient and case details, so they are all unknown and will not be available. He re-stated the event saying that when the user facility noticed the missing dec, they began their search for the missing dec and found it in the patient's mouth and the dec was removed and discarded. That lot of decs was put aside by the facility and will be returned to pentax for evaluation. No injury to the patient was noted. We confirmed that the user facility was trained on the installation of the dec and have been performing 2 or 3 cases per day since installation. Since the dec dislodging event they have been having two individuals present when attaching the dec to the endoscope to make sure the cap was installed correctly and the click was observed. On 21-aug-2020, a device history record(DHR) review for model oe-a63, lot number 0011089 was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 01-aug-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-aug-2019.

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. F7: follow up #01. F11: updated dates. F13: updated dates. F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 2199 no health consequences or impact component code: 424 cap. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10.